Event description:
Information was received from a patient (pt) regarding recharging issues reporting they were trying to charge the implant this morning and they were able to charge from 50%-60% and then there is 'beeping' and they cannot charge. Pt stated they have moved the recharger 100 times but, it is not working. Pt stated the recharger is fully charged. Agent had pt try to charge the ins; pt initially saw recharger is inactive and not found recharger. Pt then saw position recharger over implanted device to get highest number possible and maintain position and the middle number was 0. Pt confirmed they are using the belt and using the target on the recharger as a guide. Pt stated 'it will say connected' then 'it comes unconnected'. The pt was frantic and escalated on the call. Pt noted they had an hcp appointment on (B)(6) 2025 and 'everything was fine'.  The pt was redirected to hcp to further address ins charging issue. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's communicator would not charge up. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.